Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. The customer¿s blood glucose level was 141-222 (mg/dl). Reportedly, the customer contacted a healthcare provider to obtain alternate insulin therapy.